Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-mar-2021. The most recent information was received on 22-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), breast inflammation ("inflammation the size of an egg in the breast."), fatigue ("extreme fatigue for several years"), musculoskeletal disorder ("increasingly disabling musculoskeletal problems"), palpitations ("heart palpitations"), ear pain ("ear pain"), urinary tract disorder ("urinary tract problems"), depression ("depression inability to work full time"), adverse event ("various daily difficulties") and haemorrhoids ("haemorrhoids"). The reporter considered adverse event, breast inflammation, depression, ear pain, fatigue, haemorrhoids, musculoskeletal disorder, palpitations, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: breast inflammation, ear pain, fatigue, musculoskeletal disorder, palpitations, haemorrhoids and urinary tract disorder starter about ten years prior to the report and got worse month by month. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(4), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), breast inflammation ("inflammation the size of an egg in the breast."), fatigue ("extreme fatigue for several years"), musculoskeletal disorder ("increasingly disabling musculoskeletal problems"), palpitations ("heart palpitations"), ear pain ("ear pain"), urinary tract disorder ("urinary tract problems"), depression ("depression inability to work full time"), adverse event ("various daily difficulties") and haemorrhoids ("haemorrhoids"). The reporter considered adverse event, breast inflammation, depression, ear pain, fatigue, haemorrhoids, musculoskeletal disorder, palpitations, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: breast inflammation, ear pain, fatigue, musculoskeletal disorder, palpitations, haemorrhoids and urinary tract disorder starter about ten years prior to the report and got worse month by month. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.